Manufacturer narrative:
The manufacturer is submitting this follow-up report to correct and clarify information provided in the previously submitted manufacturer narrative. The following statement previously reported is hereby withdrawn and should be disregarded: the observed residue may be associated with either trace marks from blood clotting at the injection site or a siloxane-related surface phenomenon formed after oxidation of the stainless-steel material. As a preventive measure, the supplier has implemented a process improvement by adding a blunting process after cutting the steel needles and before sharpening, aiming to optimize the needle surface treatment and minimize the possibility of such defects. The corrected information is as follows: in-process controls are in place during the cannula manufacturing process to monitor the presence of potential processing-related residues or surface traces on the cannula surface. Where such findings are identified, appropriate cleaning actions are performed to ensure compliance with established cleanliness requirements before further use in production.no other conclusions in the previously submitted report are changed based on this clarification.

Manufacturer narrative:
Based on the investigation performed, including the review of batch manufacturing records, analysis of archived samples, and evaluation of customer-returned samples, no abnormalities or presence of residual/foreign material on the needle cannula were identified. The manufacturing batch records for the affected lots (csod12-03, csod10-01, csoe04-03) were reviewed and confirmed to be compliant with the established manufacturing and quality control procedures, and no deviations were identified. Additionally, the reported issue could not be reproduced or confirmed during internal testing. The observed residue may be associated with either trace marks from blood clotting at the injection site or a siloxane-related surface phenomenon formed after oxidation of the stainless-steel material.as a preventive measure, the supplier has implemented a process improvement by adding a blunting process after cutting the steel needles and before sharpening, aiming to optimize the needle surface treatment and minimize the possibility of such defects. Additionally, no trends related to this issue have been identified during our track-and-trend analysis.based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. The investigation is ongoing. We will provide the supplemental report once it is completed.

Event description:
Customer reported that the needles are leaving a gray/silver metallic residue on patients' skin. Present before vial stopper puncture. Not observed in most other lots of same products. Reproducible across observers and sites. Certain needle lots of exhibit visible gray/dark residue directly out of unopened sterile packaging. When wiped with sterile white gauze or tissue, a gray smear is produced. When used for injection (simulation and patient care), a visible dark mark is at the injection path. When reproducing in one media we were able to cut into, the dark mark tracked through the media along the injection path.